Event description:
Inbound. Patient reported no disposable clamp tubing alarm with cadd legacy pump, stated she switched to a new cassette and restarted infuslon without issue. Packaging for cassette was discarded, unable to get lot number. No further details provided.